Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the interconnect flex was out of specification.

Event description:
It was reported the biomed was doing function test and found the ventricular sensitivity is out of specification. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the interconnect flex assembly after the repair of the device. Functional testing was performed, and all tests passed. Conclusion: no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.